Event description:
Previously reported as no malfunction or serious injury. The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Device analysis previously submitted.